Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The patient was subsequently hospitalized until device replacement was completed. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.